Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The bipap a40 device was received at the product investigation lab (pil) for investigation. Pil visually inspected the bipap a40 and did not observe anything to note. Pil reviewed error logs and noted the ventilator inoperative alarms did show in the error log. E-050 pressure regulation alarms were present in the logs also. The unit was disassembled to view the etched disk. The disk is partially clogged with debris that appears to have originated from an external source. The customer has received a replacement and this device has been scrapped.